Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. During inspection, component u27 on the mainboard was out of specification. This condition of the component u27 will cause the unit to continuously reset. Carefusion replaced the main board to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit could not be silenced due to the alarm silence button not working. While in service, the ventilator would continuously reset. This reportable issue was discovered while in service, therefore there was no patient involvement.